Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with low battery alert twice even replaced with new battery. The customer reported blood glucose value of 300 mg/dl and was treated with manual injection and insulin pump. The event involved product(s) mmt-1880l, mmt-332a, mmt-399a. Troubleshooting was performed and the customer reported receiving replace battery alert/ replace battery now alarm and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No product return is required for mmt-332a. Product return is required for mmt-1880l. No product return is required for mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. The pump passed the displacement accuracy test at 0.0875 inches. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found relevant battery alerts, alarms, or anomalies in the pump history files and traces on the event date of 04/11/2025 at 08:02:00.000 and 21:26:00.000 (low battery alert). Pump delivered 5 bolus deliveries on the event date of 04/11/2025 at 08:03:23.000 to 22:32:13.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer's complaint for high bg's. Charge/battery lasts less than expected and unexpected battery power loss were confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.